Event description:
Pump passed all tests but was failed because it was involved in an incident while infusing on a pt. Pump infusing propofol on an intubated pt at a rate of 30ml/hr 58.8ug/kg/min). Clinician stated that clincian started the infusing and the pt was becoming restless. Based upon the data logs downloaded from the pump during investigation into infusion was ended on three separate occasions in the following ways: 1. User stopped infusion, 2. Dose completed, 3. Alarm. The pump performed to specification in three instances. Only number 3 could have contributed to the complaint whereas the clinician did not acknowledge the alarm and the pump stopped per specification. Pump was performance tested during investigation and performed according to specification.